Event description:
It was reported the programmer will not boot up. The service disk was attempted, without success. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Programmer boots up with a system error after programmer is on for about 10 minutes.